Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number plz083, and no non-conformances related to the reported complaint condition were identified. (B)(4). The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-one unopened samples of product code w9501 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the suture found detached from needle inside the package or did it pull off while opening the package? They found both issue, detached from needle since opened the package and pull off during procedure. Could you please send pictures? The pictures were attached. Procedure name and date? Rhinoplasty, plastic surgery, date of procedure around (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there only 1 patient procedure involved? How many devices total had an issue during this event? Did all the 4 devices in the photo have an issue? How many sutures were found detached from the needle once the package was opened? How many sutures pulled off during the procedure? The single complaint was reported with multiple events. There are no additional details regarding the events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a rhinoplasty on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 4/5/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h3 investigation summary: visual inspection was conducted on the pictures received. Visual analysis of the picture received determined that four detached needles and four labeled winding former of the product code w9501t could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The single complaint was reported with multiple events. There are no additional details regarding the events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) date sent to the FDA: 4/5/2021 corrected information: d3